Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00132. This is the first MDR submitted for the first suspect product. A physician reported a pt who was originally double skin tested on 12 february 1999 and on 25 february 1999; both was negative results. On 16 march 1999 the pt was treated with two formulations of product in the oral commissures and the vermillion borders. The procedure was without event. On 7 may 1999, the physician examined the pt and noted erythema, edema, and bumps at all the treatment sites. The pt stated the symptoms began about 2 wks prior to 7 may 1999. The physician diagnosed hypersensitivity and treated the pt with intralesional triamcinolone.